Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt and his parents reported pt experienced elevated blood glucose levels while using the infusion sets. Pt and his parents stated, his blood glucose level went up to 398 mg/dl. Pt¿s normal blood glucose range is 100-120 mg/dl. Pt reported, he believed the infusion set was leaking but did not notice any leakage. Pt stated, he changed his infusion set and this brought his blood glucose level down to normal while using the infusion device. Pt reported when he removed the infusion headset, he did not notice if the cannula was bent. Pt stated, he used the insertion assist plus device to insert the infusion set 4 days prior to the elevated blood glucose level. Advised them to only use the infusion sets a maximum of 3 days. Pt and his parents reported they have never inserted an infusion set without an insertion device. Submitted request for training. Pt has discarded the alleged infusion set. On f/u on (B)(6) 2011 cde reported pt and his mother met with a trainer nd pt was able to successfully insert another type of infusion set manually. No product return was requested.